Event description:
Per the clinic, the patient experienced an atypical increase in impedances with the device. Subsequently, reprogramming attempts were made to keep clinical benefit of the device and the patient was also administered with an oral corticosteroids (specific date and duration not reported) to treat suspected inflammation that may cause the high impedances. The implanted device remains.